Event description:
Customer reported receiving recurrent no delivery alarms over the past two weeks. She stated that she felt the insulin pump was not delivering insulin the way it should because she had been experiencing high blood glucose. The blood glucose reading at the time of the report was 128 mg/dl. She expressed symptoms of headaches, nausea, and excessive thirst. She stated that the drive support cap appeared to be normal and recessed. Customer stated that there was no air bubbles in the tubing and did not find a leak. She was advised to run a manual prime and stated that the insulin did exit. Customer was unable to perform the high pressure test. She stated that the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.